Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided guidance on performing a pump reset. Following the reset, the sensor error did not reoccur, and the customer successfully started a new sensor session.